Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical / medical investigation concluded that, this case reports that the mechanism which holds the head to the trial neck broke off. Per email communication, there are no broken pieces retained in the patient, and the procedure was completed without injury or delay using a new head trial. Since no patient harm is alleged, no further clinical assessment is warranted. A review of the risk management file revealed this failure mode was previously identified. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the mechanism which holds the head to the trial neck broke off internal to the patient, during thr surgery. The procedure was finished using a smith and nephew back up device, with no surgical delay and no injury to the patient.